Manufacturer narrative:
(B)(4).

Event description:
It was attempted to use a resolute onyx drug eluting stent to treat a non-tortuous, very calcified iva lesion. The lesion had been pre-dilated. It is reported that resistance was encountered during delivery and the physician used force during advancement and the stent deformed in vivo during positioning. No patient injury reported. The procedure was completed with a mdt stent, same size. Please note that this device, resolute onyx, is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
The physician was treating a lesion in the lad. Product analysis: the distal tip was damaged. The 1st wire wrap distally had raised and deformed struts. The 19th to 23rd wire wraps had misaligned and deformed struts. There were kinks on the hypotube at 42 cm, 48 cm and 56.5 cm proximal to the distal tip. The stent was positioned on the balloon between the marker bands as per specifications.

Manufacturer narrative:
Event date confirmed as (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.